Manufacturer narrative:
Four sealed blisters were returned from lot # b0082cx. The parameters of four lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The ph and conductivity were not measured as not enough solution was left to measure after partial solution was accidentally discarded. No other visual attributes were observed. (B)(4).

Event description:
On (B)(6) 2015, our affiliate in (B)(6) received a photocopy of a letter received from an eye care professional (ecp). The ecp advised that a patient (pt.) Experienced redness and burning on ou when wearing (B)(4) for astigmatism contact lenses (cl). The ecp advised that the pt¿s eyes were fine after lens removal. The ecp did not provide the pt¿s wear or replacement schedule. The product was requested for return for evaluation. On (B)(6) 2015, the ecp was contacted by phone for additional information, but the affiliate was unable to reach the ecp. On (B)(6) 2015, our affiliate in (B)(4) contacted the ecp by phone and additional information was obtained as follows: the ecp advised that ¿the pt experienced a bacterial infection on od after wearing cl. The pt visited their doctor and was given some eye drops (no details given). After 7 ¿ 10 days treatment, pt¿s eyes were fine. Pt wears cl for about 8 hours a day, and replaces cl monthly. Pt is using (B)(4) solution for lens care.¿ additional information has been requested, but no additional information has been received to date.

Manufacturer narrative:
The product has been requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b0082cx was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).